Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer¿s insulin pump alarmed for off no power without low battery alarm. Customer¿s blood glucose was unknown at time of incident. Troubleshoot was performed but did not resolve the issue. Customer declined troubleshoot for low battery. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No low battery alert, no weak battery alarm and no unexpected battery power loss noted during test. Device received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address or serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.